Event description:
Customer reported that they were getting erratic readings from their freestyle meter. Comparison tests were performed on the finger within 15 minutes of each other and results were 185 mg/dl, 225 mg/dl and 293 mg/dl. Paramedics were called, but no treament was administered as the reading they received on their unk brand meter was normal. Freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.